Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to complete event information. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted and replaced for an unknown reason. Therapy was restored post operatively, reportedly.